Event description:
The customer reported that the pt had a liver resection and developed a 2nd degree burn under the pad. The pad was placed on the pt's left leg. The burn was treated as usual in the hospital (no specific info given). The surgeon believes the pad is no longer available for eval.

Manufacturer narrative:
(B)(4). The incident device is not available for eval. Without a lot number, the device history records cannot be reviewed. Published independent studies of rf ablation procedures reported that the rate of pt burns at the pad site can vary from 5722 occurrences per million (0.57%) to 9404 occurrences per million (.94%) under different surgical procedures and conditions. Some of the reasons mentioned as causes of skin burns include improper placement of the pad, insufficient contact due to poor application technique, use of pads that are dry or past their expiration date, and exposure to higher energy than can be collected by the return electrode. The device IFU provides cautions and warnings related to rf ablation procedures.